Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 2.5 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found strut #06 on the distal end of the stent was damaged. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypotube kink 329mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2016 it was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). After pre-dilatation was performed with a 2.5x15mm non-bsc balloon catheter, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was aborted and another procedure was scheduled on a later date. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.